Manufacturer narrative:
(B)(4). This analysis is based on the generator¿s event log is not of the instrument. Evaluation of log file from gen11 generator serial number (B)(4). The log file contains 28 sequences. There were 4 different hand piece and instrument combinations used across the 28 sequences. The last sequence with activations, sequence 26, seems to match the complaint report best. The sequence started with (B)(4). There were successful activations, however, there were a number of faults and general communication issues with this hand piece / instrument combination. At a point in the sequence the hand piece and instrument were changed to (B)(4). This hand piece / instrument combination function better, however, there were still general communication issues between the generator and hand piece / instrument. Both hand piece / instrument combinations were used in other sequences in the log with similar general communication errors.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Information requested but answers from surgeon not received yet: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the focus device for the entire procedure? What other instruments were used during the surgery? If the surgeon did use sutures or clips besides the focus device, was the bleeding from the vessel where the focus device was used? Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Did the patient have a hemotoma? If yes, where was the hemotoma? ¿ between the platysma muscle and the sternohyoid muscles (superficial)? ¿ deep to the strap muscles along the larynx (deep)? How was the bleeding controlled in the second procedure? How much blood was lost? Did the patient require a transfusion? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition? Information received: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the focus device for the entire procedure? Focus the entire procedure (usually) what other instruments were used during the surgery? Scalpel, bipolar forceps, gauze tips, scissors if the surgeon did use sutures or clips besides the focus device, was the bleeding from the vessel where the focus device was used? Yes the bleeding was from a focus sealed vessel. Were there any error codes displayed by the generator? If yes, what codes. ¿reactivate device¿, ¿tighten hand-piece.¿ any unusual noises? No. Were the min/max buttons being pressed or the footswitch? No, only hand-piece/ instrument activation is used. If min/max buttons, were the buttons pressed on the side or in the middle of the button? This varies, depending on the angle to the tissue being cut/sealed. What is meant by ¿repeatedly the operating room nurse had to reactivate the focus scissors, as it stopped working¿? Was this during a pre-run test? It is meant, that the or nurse was reactivating the focus+ device, each time the gen11 asked for this. This occurred after pre-run test, during surgery ¿ after successful pre-run test. What is meant by ¿the device did not work as usual¿- what was the device doing and what was the generator displaying? Normally we do a pre-run test and the gen11 replies in green that system is ready. After the pre-run test everything was ok as usual, but after some time (45-60 min) gen11 reported repeatedly: ¿tighten hand-piece¿, ¿reactivate device¿, and focus+ stopped working. Nurse and surgeon tightened repeatedly the hand-piece and focus+, but gen11 still replied: ¿reactivate device."

Event description:
It was reported that during a hemithyroidectomy procedure, the device did not work as usual; repeatedly the operating room nurse had to reactivate the focus scissors, as it stopped working. After several times of reactivation, the surgeon asked for a replacement hand piece. This helped only a little, as the error continued but to a lesser extent. The procedure was finished with same instrument but exchanged the hpblue. The procedure was extended by thirty minutes. After the procedure, the patient was sent to the recovery room and there detected was an unintended bleeding post-op. The patient was rushed to the operating room again and reopened where the bleeding was stopped.